Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hypoglycemia and lost consciousness. The patient was profusely sweating, and the sensor was half off and didn¿t alert the patient for hypoglycemia. The sensor was still sticking half-way into the skin. It was unclear whether the alarms were not heard or whether it provided incorrect values. A relative treated the patient with glucose and a glucagon injection. At the time of the report the patient was feeling good. Data was provided for evaluation. A review of performance data shows that the patient's low alert was enabled and set to sound. The urgent low alert is fixed at 55 mg/dl and was set to sound with the snooze feature set to re-alert the patient 30 minutes after an acknowledgment. The no readings alert was also enabled and set to sound after 20 minutes of continuous brief sensor issue. At 5:20 pm, the patient's estimated glucose values dropped below the low alert threshold and the app delivered a low alert at partial volume with an estimated glucose value (egv) of 79 mg/dl. This alert was acknowledged two minutes later. The patient's egvs continued to drop thereafter and breached the urgent low alert threshold at 5:35 pm; the app at this point delivered an urgent low alert at partial volume with an egv of 52 mg/dl. This alert was acknowledged a minute later. The patient's egvs then dropped to low (less than 40 mg/dl) at 5:40 pm and remained at this level throughout the remainder of the sensor session. When the snooze period for the urgent low acknowledgment had passed, the app again delivered an urgent low alert at partial volume at 6:05 pm. The app delivered another urgent low alert at partial volume at 6:10 pm, and delivered another urgent low alert at 6:15 pm, this time at full volume. The app continued to deliver urgent low alerts at full volume every five minutes until the alert was finally acknowledged at 8:25 pm. When the snooze period for the urgent low acknowledgment had passed, the app again delivered an urgent low alert at partial volume at 8:55 pm; this alert was acknowledged one minute later. At 9:10 pm, the patient entered a period of brief sensor issue. The app delivered no readings alerts at partial volume every five minutes starting from 9:30 pm until the alert was acknowledged at 9:53 pm. At 10:00 pm, the patient's sensor finally failed and the app delivered a sensor failed alert at partial volume. This alert was acknowledged immediately and the patient promptly began a new sensor session a few minutes later. By the time he was receiving egvs again at 10:27 pm, the patient's egvs were back in target range. The allegation was undetermined. Data investigation shows the system performed as intended and delivered all expected alerts, including audible alerts, at the time of the incident. Moreover, several of these alerts were acknowledged during the window of investigation. The probable cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hypoglycemia and lost consciousness. The patient was profusely sweating, and the sensor was half off and didn¿t alert the patient for hypoglycemia. The sensor was still sticking half-way into the skin. It was unclear whether the alarms were not heard or whether it provided incorrect values. A relative treated the patient with glucose and a glucagon injection. At the time of the report the patient was feeling good. Data was evaluated but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.